Event description:
Pt ID: (B)(6). On (B)(6) 2009, he received a left total hip arthroplasty. The components were a zimmer m/l taper size 13.5 stem with a 12/14 taper, a 40mm -3.5 cocr head, 60 od, 40id trilogy socket with one screw, and a high-density polyethylene liner. In 2014, he began experiencing myopathy, memory problems, disorders mood, sleep disorder, fatigue, peripheral neuropathy, and nonrefractive blindness. On (B)(6) 2014, urine cobalt level was 26 mcg/l and serum cobalt level was 5.4 mcg/l. On (B)(6) 2015, his urine cobalt level was 27.2 mcg/l and whole blood cobalt level was 4.8 mcg/l. Adenosine stress cardiac MRI done on (B)(6) 2015, notable for moderate enlargement of left ventricle and mild concentric hypertrophy of the left ventricle, with slight reduction in left ventricular systolic function, with regional wall motion abnormalities. Fdg pet brain scan with neuro q analysis showed abnormal hypometabolism suggestive of chronic toxic encephalopathy. On (B)(6) 2015, the left tha was revised. The revision implant was a zimmer wagner sl 18mm by 225 mm stem, 40 mm delta ceric option head with a +3.5 neck, local autogenesis graft to medial calcar, and I gram of vancomycin added to the graft. The superficial periprosthetic tissues were scarred. The trochanteric bursa was not effused. The posterior capsule was scarred, there was minimal fluid present in the joint. The anterior capsule was marked thickened, avascular, and necrotic requiring extensive debridement. The residual anterior capsule was partially competent at case end and the posterior capsule was soundly repaired. The hip abductor tendons were intact. There was proximal bone deficiency due to extraction of and the varus position of the primary stem that was treated with autogenous local bone grafting. There was gross corrosion evident at the taper junction between the cocr head and the titanium alloy stem. There was also metallosis present in the periprosthetic tissues. Fluid was collected and the cobalt level of the fluid was 400mcg/l. On (B)(6) 2016, post revision of the tha, he no longer had a detectable urine cobalt level. FDA safety report ID # (B)(4).